Event description:
This lead and the patient's ICD were turned off due to noise and an inappropriate shock. The physician did not attempt to explant this system because "left sided vasculature was occluded." A new lead was implanted on the right side along with a new ICD system. Should additional information be received, this file will be updated.